Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred when the pump was plugged into charge. There was no impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections until replacement pump is received.